Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after the procedure, one of the physicians had blood on his gown and shoes. The second physician had noted that the co-pilot had been leaking at the bleedback valve during the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.